Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found crystallized material under the metal plate covering the cells. This corresponds to the observation of the naoh-d nozzle overfilling the cells at the rinse station. The fse replaced the cells and cleaned the metal plate. He also adjusted the sample probe as it was not centered in the middle of the cuvette. The customer has not complained of any further issues since the service visit. The overflowing naoh-d nozzle is consistent with an incorrectly performed adjustment during maintenance procedures. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas pro c 503 analytical unit. The initial result was 8.39%. This result was reported outside of the laboratory. The repeat results were 6.05% and 6.07%. The a1cx3 reagent lot number was 47201901 with an expiration date of 31-aug-2021.